Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received indicating that this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had sudden battery depletion from two years to less than half a year. A higher threshold was also noted. Boston scientific technical services (ts) discussed how this pacemaker longevity was determined and explained changes in impedance could affect battery life. The health care professional (hcp) mentioned that the representative discussed on disabling the autocapture, however, ts discussed with varying threshold it would not be advisable as will likely need higher output at elective replacement indicator (eri). Attempt to obtain additional pertinent information was unsuccessful. The pacemaker remains in service. No adverse patient effects were reported.